Event description:
The customer called to report being hospitalized three times in (B)(6). Once for high blood glucose levels from (B)(6) of 2011. The second event was for low blood glucose levels from (B)(6) of 2011. The third event was also for low blood glucose levels, but she did not know the date. The customer stated that her mother had to wake her up during her low blood glucose episodes. The customer stated that she has a very busy morning schedule due to her work and her kids, and may only eat once or twice a day at random times. Troubleshooting was performed, and the insulin pump was programmed correctly except for the date. The insulin pump passed the displacement, prime, high pressure and self tests. The reservoir volume was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.